Event description:
It was reported that the 9900 sys intermittently locked up when down loading images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was reloaded during the svc call. The sys was tested and found to be working as intended and put back into svc.